Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll UK for evaluation. The reported ECG monitoring failure could not be replicated. Log review showed ECG monitoring failure coinciding with an intermittent connection of the multifunction (mfc) cable to the device. We did various tests with the returned mfc cable and cprd connector confirmed, and the device functioned properly. The mfc receptacle, mfc cable, and cprd connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.